Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off label, and the patient experienced shortness of breath and elevated diaphragm due to phrenic nerve paralysis along with fluid retention. During an ablation procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constitutes off-label use of the catheter. The patient was placed under general anesthesia and paralyzed for the procedure. 0.4 mg of glycopyrrolate was given prior to ablation to prevent severe bradycardia during ablation. The patient was heparinized and act above 300 seconds was maintained throughout the procedure. Of note, the patient had a patent foramen ovale in the upper portion of the atrial septum. Ablation of the pulmonary veins was performed, and they were all isolated, followed by additional ablations of the posterior and anterior walls due to extensive atrial substrate and scarring. The posterior and anterior wall ablations were also performed off-label. A total of 48 applications were delivered using 2000v waveforms. The procedure was completed without any perceived complications and the patient was admitted for an overnight stay per the standard protocol. The catheter was discarded after the procedure. The morning after the procedure the patient experienced shortness of breath. A chest x-ray was performed showing partial elevation of the right diaphragm due to partial right phrenic nerve paralysis. The patient was also given diuretics due to fluid retention, which also helped resolve the shortness of breath. The patient was discharged and scheduled for a follow up appointment and chest x-ray to re-assess the diaphragm. The patient is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the catheter was used off label, and the patient experienced shortness of breath and elevated diaphragm due to phrenic nerve paralysis along with fluid retention. During an ablation procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constitutes off-label use of the catheter. The patient was placed under general anesthesia and paralyzed for the procedure. 0.4 mg of glycopyrrolate was given prior to ablation to prevent severe bradycardia during ablation. The patient was heparinized and act above 300 seconds was maintained throughout the procedure. Of note, the patient had a patent foramen ovale in the upper portion of the atrial septum. Ablation of the pulmonary veins was performed, and they were all isolated, followed by additional ablations of the posterior and anterior walls due to extensive atrial substrate and scarring. The posterior and anterior wall ablations were also performed off-label. A total of 48 applications were delivered using 2000v waveforms. The procedure was completed without any perceived complications and the patient was admitted for an overnight stay per the standard protocol. The catheter was discarded after the procedure. The morning after the procedure the patient experienced shortness of breath. A chest x-ray was performed showing partial elevation of the right diaphragm due to partial right phrenic nerve paralysis. The patient was also given diuretics due to fluid retention, which also helped resolve the shortness of breath. The patient was discharged and scheduled for a follow up appointment and chest x-ray to re-assess the diaphragm. The patient is expected to fully recover. It was further reported that the patient had a follow up chest x-ray that revealed a persistent, stable right hemi-diaphragm elevation. It is unknown if the patient was symptomatic at this time. The patient had an office appointment five days later and was noted to be asymptomatic at the time. Due to the patient being asymptomatic, no additional chest x-ray was performed to reassess for hemi-diaphragm elevation, though a cardiology appointment was scheduled about five months out from the office appointment. During that appointment the patient was also asymptomatic, so another chest x-ray was not performed.